Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as surgical damage. Crease/folding of implant: observed creases on the device. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider additional reported "observations made during surgery" of "any creases". The device has been explanted.

Manufacturer narrative:
Clarification d.6a implant date: implant date removed as it does not match manufacturing of device. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/03/2024.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider additional reported "observations made during surgery" of "any creases". The device has been explanted.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare provider additional reported "observations made during surgery" of "any creases". The device has been explanted.